Event description:
Per the clinic, the patient experienced swelling at the implant site and subsequently was treated with oral antibiotics for 7 days (date not reported). The implanted device remains.